Event description:
The device was used during a colectomy procedure. Reportedly, there was tissue trauma. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.